Event description:
It was reported that approx. One month after the implantation the device detected supraventricular tachycardia (svt) instead of ventricular tachycardia (vt). The patient was shocked externally.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. An amount of 21 episodes and 9 charging cycles was recorded. Episodes 18 and 19 from june 29th, 2022 at 08:15:48 h and 08:15:53 h, respectively, were inspected in detail. Episode 18 was an atr, which was appropriately detected and terminated after 5 sec by an svt detection (episode 19). The svt detection in episode 19 complies with the programmed parameters, in particular, with the programmed smart detection algorithm. There was no indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction. The ICD functioned as expected based on the programmed parameters.